Manufacturer narrative:
Based on the information provided, the cause of the reported patient's postoperative course cannot be determined. The reported lab results indicate the patient is experiencing a foreign body reaction/inflammation. It is unknown what may be causing the patient to react in this way. At this time no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Inflammation is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents device #2. An additional emdr was submitted to represent device #1. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 the patient underwent the repair of bilateral inguinal hernias using the tapp approach. Two 3dmax light mesh devices were used for the repair, one implanted on the left side (device #1) and one implanted on the right side (device #2). After an initially normal course, pain repeatedly appeared on the left side. An MRI that was subsequently carried out revealed suspicion of an infection. There were no elevated infection parameters. In (B)(6) 2019 the patient underwent a revision procedure and several samples from the surrounding area as well as a net (mesh, device #1) on the left were sent in for histological and bacterial examination. The lab results showed fibrous connective tissue with detection of foreign material and surrounding foreign body giant cell reaction, as well as minor chronic inflammation. Despite anti-inflammatory therapy and pain therapy, the patient did not come to rest. An additional MRI was carried out and compared to the external preliminary examination of (B)(6) 2019, the retrosymphysary u-shaped structure is very large. Differential diagnosis of foreign body granuloma, differential diagnosis of chronic inflammation. Due to ongoing foreign body reaction explant of the both mesh is being considered.